Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.